Manufacturer narrative:
The customer did not agree with the results of the investigation and said they had a similar event with another patient's sample. The customer believes the cause of the events was fibrin in the samples. The customer refused to provide any information about the new event, refused a service visit, and did not want an investigation. The customer is retiring the integra 800 analyzer. The customer repeats all therapeutic drug monitoring tests that flag as being outside the reference range.

Manufacturer narrative:
The investigation determined the issue found by the field service representative was the cause of the event. The issue appears to be isolated in nature with no indication of a systemic failure.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleged a questionable result for the phny phenytoin assay on the cobas integra 800 analyzer. The initial result was 35.8 ug/ml with a data flag; this result was not reported outside the laboratory. The operator questioned the result. The sample was repeated with a result of 4.5 ug/ml. The operator repeated quality controls, which were fine. The operator repeated the sample again with a result of 4.6 ug/ml with a data flag. On (B)(6) 2017, the operator repeated the test again from a secondary tube, with a result of 4.8 ug/ml with a data flag, and again from the primary tube, with a result of 4.6 ug/ml with a data flag. The patient was not adversely affected. The reagent lot number was 17914901, with an expiration date of 11/30/2017. The field service representative found a dirty gripper on the analyzer. He cleaned the gripper. Reproducibility and accuracy checks were then performed and passed.